Event description:
It was reported through literature that asahi conquest guide wire was involved with vessel perforation, cardiac tamponade, and additional treatment. Publication: coronary intervention (2025) vol.21 no.2:7-13 title: a memorable case of ivus guide wiring it was reported that a procedure was performed for a chronic total occlusion (cto) in the left circumflex artery (lcx) during a live demonstration at the 4th live summit on chronic totall occlusion, india conference (indo japanese cto club) that was held from june 3 to june 5, 2016. For the patient two procedures via the antegrade approach were performed but failed, and this was the third try. An eagle eye intravascular ultrasound (ivus) system (volcano) was used for ivus observation. Femoral puncture was conducted to the both sides, an unspecified 8f sheath was inserted in each of the punctured sites. To the right femoral artery, an unspecified 6f sheath was inserted. To the left coronary artery (lca), an unspecified 8f voda left 3.5 side hole guiding catheter was inserted, while an unspecified 5f diagnostic catheter was inserted to the right coronary artery (rca). The lcx was totally occluded right after the bifurcation; therefore, the retrograde channel could not be identified and the antegrade approach had to be used. The cto was difficult to enter. An asahi ultimatebros 3 guide wire was replaced by an asahi miracle 12 guide wire, and then by an asahi conquest pro guide wire to successfully enter into the cto. As ivus observation found the subject conquest pro guide wire in the subintimal space, ivus guide wiring was started. Guide wire insertion into the plaque was not easy and the conquest pro guide wire would not be advanced but deflected but managed to be advanced into the plaque. When the physician kept pushing the conquest pro guide wire, the device was advanced further without resistance. However, the behavior of the guide wire increased, suggesting that the device went out of the blood vessel. At this point, the only available strategy was ivus guide wiring, and inserting the ivus system could block bloodstream out of the vessel, preventing cardiac tamponade. Therefore, the conquest pro guide wire that had been advance out of the vessel was used to perform ivus guide wiring again. Ivus observation revealed that the proximal side of the guide wire was located in the plaque while its distal side was in the subintimal space. Although the point where the guide wire went subintimal was confirmed, the bulky eagle eye ivus system could not be inserted subintimally. The perforated location could not be identified. The physician re-wired the conquest pro guide wire under ivus guidance and managed to insert the guide wire, which was slightly deflected. Removing the ivus system could possibly cause cardiac tamponade, but the system needed to be removed to continue the procedure. Just as concerned, cardiac tamponade was caused immediately after removal of the ivus system, and the blood pressure was obviously declined. As the patient was of a large build, her abdomen was remarkably swollen, suggesting difficult pericardiocentesis. Unexpectedly, however, pericardiocentesis from the lower rim of the sternum was successfully performed. Drainage following pericardiocemtesis immediately stabilized the hemodynamics. After that, ivus guide wiring was resumed again. Ivus observation found that the distal segment of the conquest pro guide wire was located in the subintimal space, while communication with the true lumen was confirmed proximal to the subintimal ostium. The conquest pro guide wire was replaced by an asahi sion black guide wire, which could easily cross the plaque and advance distally. Ivus observation confirmed the crossing of the plaque with the sion black guide wire throughout its length. The lesion was dilatated with an unspecified balloon catheter, and a xience stent (boston scientific) was deployed. The final angiography showed good dilatation of the lesion without contrast leakage. No additional treatment of the perforation was necessary to successfully complete the procedure. The patient outcome was good. The drainage tube was removed from the patient next day, and the patient was discharged on the third day after the procedure.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. While the reported guide wire is currently marketed in the us under the brand name confianza pro, the device is marketed some areas outside the us under the brand name conquest pro. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that the subject conquest pro guide wire might have been advanced further in the plaque without sufficiently confirming the tip location during guide wire manipulation while the subject conquest pro guide wire was found deflected. Consequently, the perforation was caused. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation cardiac tamponade due to vessel perforation